Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, foreign material was present throughout multiple components of the device. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Though it is possible that the user may have deviated from the recommended instructions provided on the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The costumer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair center had identified foreign objects inside the auxiliary water supply tube, inside the nozzle, in the illumination lens, in the control unit and in the tip cover. There was no patient involvement.